Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4): physio-control advised the customer that their device is not serviceable and was no longer under warranty. Physio recommended that the device be removed from service. It was later confirmed that the customer did permanently remove the device from service. The device has not been returned to physio-control for evaluation. The cause of the reported failure could not be determined.